Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. . Initial reporter: address unavailable. (B)(6) address used. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the customer was unable to push on the plunger of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip to dispense insulin. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no device returned to manufacture: no.

Event description:
It was reported that the customer was unable to push on the plunger of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip to dispense insulin. There was no report of exposure, injury, or medical intervention noted.